Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 750 mcg/ml fentanyl at a dose of 269.86 mcg/day, 25 mg/ml hydromorphone at a dose of 8.995 mg/day, 1500 mcg/ml clonidine at a dose of 539.7 mcg/day, and 15 mg/ml bupivacaine at a dose of 5.397 mg/day via an implantable pump. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The pump status and/or event log report showed that a motor stall and recovery occurred. The motor stall occurred on (B)(6) 2017 at 13:31 and the motor stall recovery occurred on (B)(6) 2017 at 15:22. The hcp had decided to leave the pump running since they saw the motor stall recovery occur. The hcp was planning on waiting for the next refill and checking for volume discrepancies and doing some other troubleshooting. A telemetry strip was provided. The estimated elective replacement indicator (eri) was 66 months. There were no symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.